Event description:
It was reported that while placing bravo ph monitor the capsule would not attach to the patient's esophagus. The capsule fell off in the patient's mouth. No injury to the patient was reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or when additional information is received from the hcp.